Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer was provided documentation on the validated methods of bf-uc190f disinfection and sterilization per the scope IFU and oer-pro connection guide. The customer was informed that the scopes should no longer be reprocessed in the oer-pro, as no validation exists for their being cleaned adequately and/or being patient ready. Information on the process to manually soak in hld was also provided to those who received the in-service. It was noted, when this scope was purchased and in serviced a year ago, the customer was informed of the need to find alternative methods of reprocessing. The endo nurse manager at that time is no longer with the hospital and did not communicate that with current staff. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer contacted the olympus technical assistance center (tac) to report during a hospital requested in-service, it was noted the customer was running the bf-uc190f through their oer-pro, which is not validated. A discussion on finding alternative methods of reprocessing was provided with all available staff and their upline management. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of incorrect reprocessing of the scope reported by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed that the bf-uc190f bronchofiberviedoscope was reprocessed with the oer-pro reprocessor. This reprocessor is not validated for use with the bf-uc190f. A review of the device history record found no deviations that could have caused or contributed to this problem. The root cause of this reprocessing issue was not established. The occurrence of this problem can be prevented by adhering to the appropriate reprocessing instructions found in the device¿s instructions for use (IFU). Olympus will continue to monitor field performance for this device.